Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced an infection at the incision sites. Surgical intervention took place wherein the ipg and two extensions were explanted to address the issue. Infection is being treated with antibiotics.